Event description:
This report to is advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Conclusion: failure event observed during analysis. Final analysis found that the insulation was abraded at 15.1 cm to 15.5 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another device.